Event description:
It was reported during a slap repair a quantity two ar-3638 fibertak (lot: 11896836) malfunctioned. The first anchor seized up during the shuttling process then pulled out. The second anchor pulled out upon insertion. The third anchor was successfully implanted and worked perfect. The rep confirmed the devices did not break into discrete pieces, and no additional incisions were necessary.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.